Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was ventricular tachycardia and cardiogenic shock.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.